Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device was an error 352.6640 which was not identified during the customer call. The tech support assisted the customer with identifying the device that did not get through the first step of recognizing the spring force test fixture and error reoccurred and also recommended replacing the force sensor assembly and providing the part number (49000926). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8110 error 352.6640. There was no patient involvement.